Manufacturer narrative:
Manufacturing, sealing and sterility records verify product was manufactured according to specifications with no deviations or non-conformances associated with the lot.

Event description:
Pt was admitted with infection after surgery. Surgery was a acdf backed up with posterior metal from biomet.